Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# n0033519, implanted: (B)(6) 2005, product type: lead. Product ID: 37752, serial# (B)(4)implanted:(B)(6) 2008, product type: recharger. Product ID: 3550-29, lot# n131933, implanted: (B)(6) 2008, product type: accessory. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4)

Event description:
The company representative reported the battery had been depleted for at least 7 months. The clinician programmer showed overdischarged. The rep was able to perform a trickle charge; the patient will continue and relay back to the rep whether she was able to get the battery charged. If the patient couldn't get the battery charged, the doctor planned to replace it. The issue was not resolved at that time. The representative later reported that the jump start was not successful and will be contacting the doctor's office for an implantable pulse generator (ipg) replacement. The indication for use was lumbar radiculopathy. If additional information is received, a follow up report will be sent.